Event description:
The customer stated error code 1007, unable to process test, activated read failure, occurred multiple times on an architect i1000sr analyzer while reaction vessels of lot 78387p100 were in use. There was no adverse impact to patient management reported.

Event description:
A baxter service technician reported finding a colleague infusion pump with the phm stop key not working properly. This event occurred during product evaluation. There is no patient involvement. There was no patient injury, adverse event, or medical intervention associated with this report. No additional information is available.

Event description:
A nurse in the or sterilization area saw a container of steris 20 sterilant which she thought was empty. She picked it up to throw it away, and contents splashed on her hand and arm. She was wearing gloves, but upon removing them she felt a burning sensation. She washed her hand and arm thoroughly with water. "In employee health center, she was seen by a physician from the burn unit who treated two very small swollen, blotchy areas on the back of the left wrist and forearm with bacitracin ointment."

Event description:
An infection at the neurostimulator site was reported. Unable to follow-up with the contact information provided, hence no additional information was obtained.

Manufacturer narrative:
(B) (4)the software (B) (4), categorized as colleague 2006.

Manufacturer narrative:
(B) (4)the pump was received by the baxter. Per the customer's request, the pump was returned to the customer unrepaired and not evaluated.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
There is an ongoing CAPA investigation, that is associated with this report.